Manufacturer narrative:
(B)(4).

Event description:
It was reported "the disposable laryngoscope system was being used on a patient over 100 kilos. They tried using a mac 4 blade and then a mac 3 blade with the handle, but noticed a flickering of the light source". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). One (1) 88800 dispogrip single use laryngoscope handle and 004651003 rusch equiplite single use metal blade mac 3 was received for investigation. Upon receipt the disposable laryngoscope blade was visually inspected for any signs of abuse/misuse/damage. Nothing was noted. R & d performed dimensional inspection. It appeared that one of the dimensions was out of specification. The sample was sent to the supplier (honfield) for further investigation. Functional inspection was performed to recreate the product's intended use. The rusch equiplite blade IFU states the following: attach to standard system handle. Click into place. Lift blade and verify illumination. The rusch dispogrip IFU states: mount blade and click into place. Lift blade and verify illumination. The returned blade and rusch dispoled handle were assembled. Per r & d, there should be no flickering in the upward direction only, since this is the direction of force observed during use. Flickering may be observed if a downward force is applied to the blade. The blade was connected to the handle without any resistance and was engaged. When upward force was placed on the blade, the light flickered. A known good lab inventory dispogrip handle and known good lab inventory mac 3 blade were assembled. No flickering was observed with the lab inventory samples. The returned complaint sample blade was then attached to the lab inventory dispogrip handle and again, no flickering was observed. The lab inventory blade was attached to the returned complaint sample handle and flickering was observed. Functional inspection indicates that there is an issue with the handle. R & d requested the sample for evaluation. The sample was accidentally damaged during r & d investigation. The sample was sent to the supplier for further investigation. An electrical test was performed on the suspect blade in an attempt to replicate the reported defect of "flickering". The first was an electrical test. This test consisted of attaching a test lead to the blade grounding frame, and then creating a closed circuit by making the other test lead make contact with the blade led contact point. Three (3) dcvs (direct current volts) of electricity were applied to the equiplite blade. The blade led energized, and did not flicker. The power source was a lab protek voltage/current generator. Next, a mechanical test was performed on the suspected blade. The blade was attached to a standard production dispogrip handle. Then the blade was fully engaged. To ensure the blade "fit" dimensions were being maintained, the handle was vigorously shaken in an attempt to loosen and cause the blade to drop back down into the attached position. The blade maintained its "engaged" position. Two electrical tests were also performed on the handle in an attempt to recreate the condition of "flickering". The returned 88800 dispogrip handle is packaged with a throw-away test led. The first electrical test consisted of attaching the test led and applying the appropriate pressure to determine if the handle was operable. The test led was pushed downward which caused the led's electrical leads to make contact with the positive and negative points of the handle. Once the led was energized there was no flickering was noted. The second electrical test consisted of measuring the voltage of the dispogrip handle while contact pin was actuated. The multimeter read 3.125 vdc (volts direct current) with no fluctuation in the value. The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The reported complaint of "flickering" was confirmed. R & d performed a dimensional inspection. It appeared that one of the dimensions was out of specification. The handle was sent to the supplier for further investigation. However, a root cause could not be determined. It could not be confirmed if the issue is related to the broken cap or the out of spec handle dimension. A scar has been initiated to further investigate this issue. Corrected data: corrected data: section d1: rusch dispogrip su std handle. Section d4: lot# corrected to 1906051. Section d4: catalog# corrected to 88800. Section d4: UDI# corrected to (B)(4). Section d10: rusch equiplite su mtl blade mac 3.

Event description:
It was reported "the disposable laryngoscope system was being used on a patient over 100 kilos. They tried using a mac 4 blade and then a mac 3 blade with the handle, but noticed a flickering of the light source". No patient harm or injury reported. Patient condition reported as "fine".